Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were in excruciating pain in their back to the point where they could not walk or do anything. Caller reported they had an x-ray and it showed that the pain was not caused by the ins, but the pain had gotten worse. Caller reported they regretted getting the ins and wanted it removed. Caller reported the pain started after they had the ins repositioned. Caller reported the ins did not help with frequency or urgency. No further complications were reported or anticipated [omitted information from (B)(4): (B)(6) w/ same issue].

Manufacturer narrative:
Device serial number updated based upon additional information received: device implant date updated based upon additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had pain that started after they had the ins repositioned. Additional information was received from the patient. The patient was asked to clarify the reason for the repositioning that took place on (B)(6) 2016 and they reported the device was sticking out on the right side. They reported it was still sticking out at the time of the report. It was reported that nothing had helped to resolve the issue. No further complications were reported or anticipated. [Omitted information from pe (B)(4) : 100 facebook friends w/ same issue, pe (B)(4) : pain since repositioned].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had one sticking out of the scar tissue. The patient stated that the ins was removed in ¿I think it was (B)(6) 2019.¿ no further complications were reported.